Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("feel like baby kicking(flutters)"), hypoaesthesia ("numbness in my hands and arms") and paraesthesia ("numbness in my hands and arms feels like needles"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered abdominal pain, hypoaesthesia, paraesthesia and pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: hypoaesthesia, paraesthesia, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new event- feel like baby kicking(flutters) was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("feel like baby kicking(flutters)"), hypoaesthesia ("numbness in my hands and arms"), paraesthesia ("numbness in my hands and arms feels like needles") and amnesia ("anyone experience memory loss ? Short or long: yep"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, hypoaesthesia, paraesthesia and amnesia outcome was unknown. The reporter considered abdominal pain, amnesia, hypoaesthesia, paraesthesia and pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: hypoaesthesia, paraesthesia, pelvic pain, abdominal pain, memory loss quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Reporter information and event "anyone experience memory loss? Short or long: yep" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness in my hands and arms") and paraesthesia ("numbness in my hands and arms feels like needles"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered hypoaesthesia, paraesthesia and pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: hypoaesthesia, paraesthesia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. Event "pain" was added. On 23-mar-2020: social media received: reporter added. Case was upgraded to serious incident. Hysterectomy was added as surgery to event pelvic pain female. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain female'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("feel like baby kicking(flutters)"), hypoaesthesia ("numbness in my hands and arms") and paraesthesia ("numbness in my hands and arms feels like needles"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered abdominal pain, hypoaesthesia, paraesthesia and pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: hypoaesthesia, paraesthesia, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.